Event description:
The customer observed falsely depressed hemoglobin alinity hq results. The result was higher when repeated on another instrument. The following example was provided: alinity (B)(6) sid (B)(6) hemoglobin result = 6.37 repeated on another instrument = 14.6 g/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed hemoglobin alinity hq results. The result was higher when repeated on another instrument. The following example was provided: alinity (B)(6), sid(B)(6) hemoglobin result = 6.37 repeated on another instrument = 14.6 g/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity hq processing module, serial number (B)(6) and replaced the damaged hq pierce needle. Fsr replacement of the hq pierce needle resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic hemoglobin patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the hq pierce needle did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was found to be adequate for the complaint issue. Based on the available information, no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6) or the hq pierce needle was identified.